Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
This unilateral user started to have changes in her telemetry values between july 2018 and april 2019. The user is not satisfied with the current hearing performance. Re-implantation is planned but no date has been scheduled yet.

Event description:
This unilateral user started to have changes in her telemetry values between (B)(6) 2018 and (B)(6) 2019. The user is not satisfied with the current hearing performance. Re-implantation is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The unilateral user started to have changes in her in-situ measurements between (B)(6)2018 and (B)(6) 2019. The user was not satisfied with the hearing performance. The user was re-implanted.